Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-00166. (B)(4). It was reported that post a stenting treatment procedure, the patient experienced pinching of a side branch. In (B)(6) 2012, the patient presented with unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization. The de novo 90% stenosed target lesion was 30mm long with a reference vessel diameter of 3.0mm and located in the distal left circumflex (lcx) artery. The lesion was treated with pre-dilation and placement of two overlapping stents; a 3.0x24mm and a 3.0x16mm promus element plus stent. Following post dilation, residual stenosis was 0%. The same day, post procedure, pinching of a side branch was noted. This was treated with dilation of the side branch. The event was considered resolved. The patient was discharged the next day on aspirin and prasugrel.